Manufacturer narrative:
The device was not returned for analysis. Return of the self-expanding stent system may have further aided the analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation was unable to determine a conclusive cause for the difficulty with the thumbwheel and failure to deploy. It may be possible that the distal sheath was entrapped or restricted within the anatomy preventing the shaft lumens from moving freely resulting in deployment failure; however, this could not be confirmed. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that during an attempt to deploy the 9.0x40 mm absolute pro self expanding stent (ses) that the thumbwheel stopped after 2 turns for no apparent reason. The stent was beginning to deploy and the physician removed the whole system. A non-abbott stent was used to complete the procedure. There were no reported adverse patient effects and there was no reported clinically significant delay in the procedure. No additional information was provided.